Event description:
It was reported that the lead was successfully explanted and replaced due to high capture thresholds. No further issues reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.